Manufacturer narrative:
(B)(4).

Event description:
It was further reported that cardiac tamponade occurred. The pericardial effusion occurred after deployment of the 24 mm device. The patient was stable throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11021. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 24mm watchman ® laa closure device & delivery system (wds) were used. The wds was advanced through the was and the closure device was deployed. The patient¿s systolic blood pressure dropped down to 50 and a pericardial effusion was noticed on echocardiogram. The physician checked and all of the release criteria were met, so the closure device was released. They closed the groin access site and began the pericardiocentesis. The patient¿s blood pressure immediately went back up to normal levels as 400ml of blood was drawn from the patient. The patient was transferred to the intensive care unit for observation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11021. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were used. The wds was advanced through the was and the closure device was deployed. The patient¿s systolic blood pressure dropped down to 50 and a pericardial effusion was noticed on echocardiogram. The physician checked and all of the release criteria were met, so the closure device was released. They closed the groin access site and began the pericardiocentesis. The patient¿s blood pressure immediately went back up to normal levels as 400ml of blood was drawn from the patient. The patient was transferred to the intensive care unit for observation.